Manufacturer narrative:
Analysis of the pump revealed that the upper shaft of gear two was found to have corrosion and wear, which caused the motor stall. The pump also had a low battery reset.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the motor stalled; it was unknown if it recovered, and explant was planned. No diagnostic testing was performed, but would be in the future. The patient had unspecified underdose symptoms, and their status at the time of the report was alive with no injury. The pump system was being used to infuse fentanyl. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a consumer regarding a patient with an implantable pump for non-malignant pain and failed back surgery syndrome. The patient¿s preexisting conditions include irritable bowel syndrome (ibs), acid reflux, and lupus. The pump malfunctioned and the medication crystalized in the pump. The patient ¿almost died¿ during the withdrawal, which was considered sudden. The patient had to stay in the hospital over the weekend and an extra day or so because no one would come to read the pump.